Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed, no error or issue linked to the reported event was found. The device was received in lake zurich for preventive maintenance during which our local technical team found a defective air sensor. Part was sent to brézins for further investigation. Following visual inspection, cross-tests were performed and all were compliant with IFU specifications. No functional issue could be found. As it was noticed that the preventive maintenance was well overdue we cannot exclude a random issue due to a poor calibration value or other unknown cause that would be linked to a lack of maintenance. This complaint is not related to patient safety issue. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "during pm air sensor found to malfunction". Reporting due to the referenced issue; no harm to patient was reported. More information is needed to complete the investigation.